Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that since about the middle of (B)(6), the ins was not able to be charged. The patient was having pain like she never did before. The patient said it was not working and thought there may be something wrong with it making it not work. The patient added that in (B)(6) she went to the beach and came home and after 3 days she tried to charge, but it took forever but finally it did charge. The patient said about two weeks later she tried to charge and the implant did not charge. The patient mentioned that (B)(6) was the last time she was able to fully recharge her implant. No further complications were reported.